Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction e1 event site full name: (B)(6).

Event description:
It was reported by the field service engineer (fse) that before use cs300 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked the machine & found at the time of checking no such issue was observed. To avoid some loose connectivity, reset the connections of the main board, reset connection of on/off switch & also reset the datasets of the machine. Observed the machine on system trainer for more than 2 hrs. Machine working ok. Performed all tests. All tests passed. Equipment handover to customer in good working condition.